Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that the instrument was broken; the tip of the driver came off. No foreign body was retained by the patient. Other instruments were available to finish the case.

Manufacturer narrative:
The returned device was evaluated and the tip was found twisted with a portion of it sheared off. The labeling was reviewed and found to include instructions on the device usage.